Event description:
The customer tested her blood glucose and received a reading of 90 mg/dl using her contour meter. She retested using another meter and received a reading of 40 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of her contour test strips, so no product will be returned for evaluation.